Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap008, compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Prior to patient contact, when the user removed the protector tube during preparation, the sheath of the complaint device withdrew. So he attempted to replace the sheath, he confirmed that the sheath tip was frayed. Another device was used instead.